Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following a cataract surgery with an intraocular lens (iol) implantation, a patient developed endophthalmitis. Additional information was provided indicating that the patient came to the office two days after the surgery complaining of severe pain and unable to see. In the surgeon's opinion the cause of the event is unknown. The patient was diagnosed with vitritis, unknown visual potential. The surgeon's prognosis was reported as unknown visual potential. No additional surgery. The patient has been seen by a vitreal-retinal surgeon.